Manufacturer narrative:
Unit received with blank display due to traces of moisture at lcd board per visual inspection. Unable to verify failed battery test, button error alarm or button/keypad unresponsive due to blank display. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to moisture. The customer reported that she received a failed battery test and changed the battery, then the display went blank. Blood glucose level at the time of the incident was 139 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.